Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the patient's leads was not stable and had to be redone. The lead remains in use. No patient complications have been reported as a result of this event.